Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the facility that they were seeing issues with the accuracy of infusions on the spectrum pumps. They noticed that there is still a significant amount of fluid in the bag remaining at the time they would expect it to be empty (more than 5% variation than is expected for the pumps accuracy). This is noticed more often with the larger bags like 250ml -500ml. For example, we might be infusing a 250ml bag and at the time when we would expect the bag to be empty (so 230 ml should have infusion + 20 ml remaining in the line), there is still a significant amount left in the bag. We end up adding more time to the infusion to ensure the entire bag is infused. At the end of the infusion, the pump will report that a larger amount than expected has been infused (for example, 295ml infused). The issues are noticed when using tubing sets 2h8519 and 2r8519. They have been seeing this variation consistently for the past few years (since they started doing infusions with larger volume bags). Further clarification indicated some infusions are exceeding the 10% accuracy range however specific values were not provided. There was no known patient injury or medical intervention associated with this event. No additional information is available.